Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event was observed on an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-nine (29) vented high-volume inlets had small "specks, lint" and visible marks that suggest possible "micro holes". This was observed during preparation. There was no patient involvement. No additional information is available.